Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensor and found both needles separated from sensor. Unable to confirm customer received sensors in said condition due to customer return sensor opened/used. Complaint against serter.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 94 mg/dl at the time of the call. The customer stated that the needle hub was stuck in the serter. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.